Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test. No audio or vibrate anomaly or absence of alarm, no rewind anomaly and no failed battery test alert during test noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump vibrates when it was not on vibrate mode. The customer¿s blood glucose was unknown. Customer stated that screen was not as bright as it used to be it was blurry. Customer stated insulin pump rejected new batteries and did not always rewind and makes noise. Customer stated that the alarm was lost and loudness. The devise will not be returned for analysis.